Event description:
A surgical lens counselor reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon also reported noting that the lens was "covered in particulate matter." Zonular dehiscence occurred during surgery. In a f/u, the lens counselor from the surgeon's office reported that the pt is experiencing pain and dryness from the "debris" noted on the iol. A yag laser procedure was performed one week following the initial surgery. Currently, there has been no additional medical intervention performed or planned. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/23/2010, 11/29/2010 and 12/13/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).